Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center has no power. The issue occurred, during maintenance of the device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the suggested event may have occurred due to a faulty convertor (power supply unit). Hence, the device did not meet its specifications and the definitive root cause of the reported issue could not be determined thus confirming the occurrence of the event. Olympus will continue to monitor field performance for this device.